Event description:
It was reported that during a routine follow-up, one day post procedure, the physician reported that the patient creatinine level had increased from 1mg/dl to 3 mg/dl. The patient was given supplements and monitored, then was discharged home as normal. Additionally, there were approximately (B)(4) applications performed, and the patients activated clotting time was at (B)(4). The farawave pulsed field ablation catheter was discarded and is not expected to return. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.